Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-08056. The patient received two scs systems on (B)(6) 2010. It was reported that the patient's ipg charger was unable to resolve the issue. The patient also mentioned that the ipg site was always sore and the patient had to sit carefully. The ipgs are still in use. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.